Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer was using off label insulin at the time of the event. Customer¿s blood glucose level was 96 mg/dl. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.